Manufacturer narrative:
The implant was returned and evaluated. It met specifications and had a small amount of tissue in the cutting flutes and apical holes. No medical history, which can indicate whether any patient health issues are involved, was received. The implant is not believed to be the cause of failure.

Event description:
Implant in site # 3 did not integrate. One person affected.